Event description:
It was reported to the company that after a successful ci electrode array placement, during the removal of the drive unit base from its fixation (2 self-drilling screws) on the skull one (1) of the screw heads separated from the shaft during removal. The surgeon was able to remove the screw shaft in its entirety and completed the procedure successfully. No patient harm reported.